Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent system (outer body, inner body, stent and rhv (rotating hemostatic valve)) was returned for analysis in a plastic bag. Visual inspection after decontamination of the stent revealed that the outer body distal shaft was found to be compressed and the inner body proximal shaft was kinked. The stent was then found to be partially protruding through the outer body distal end. The inner body was in the outer body. The inner body was pushed and pulled in the outer body and there was a lot of friction. The inner body was also observed to be kinked on its distal shaft. During functional evaluation, the inner body was held stationary and the outer body was withdrawn and the stent was fully deployed on the lab bench out of the outer body. There was a lot of friction while the outer body was being withdrawn. Information available indicated that there was 80% stenosis and calcification at the lesion and the device could have been damaged during attempts to deploy the stent at the target lesion. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent was partially deployed. No consequences to the patient were reported.